Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump speaker was damaged and not connected to the pcb correctly, which caused the speaker failure that resulted in the pump not audibly alarming. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump speaker was having issue and sounded muffled. When the pump was returned to mmdg for evaluation, the speaker did not produce sound at all. It failed to alarm. The initial reporter stated that the complaint had not had any effect on a patient. The alarm failure was discovered at moog. [Complaint-(B)(4)].